Manufacturer narrative:
The ge rep conducted an onsite investigation. The rep ordered a new controller pcb for the customer to install. No further info is available.

Event description:
The customer reported that the 6800 system displayed an x-ray on error message. No pt injury was reported.